Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure the maverick2 monorail balloon ruptured at 12 atms on the second inflation. The lesion being treated was located in the severely calcified 100% stenotic distal right coronary artery (rca). The device was removed from the patient intact. The procedure was successfully completed with another maverick2 balloon and the deployment of a taxus stent. Patient status is listed as "good".